Event description:
It was reported that a flogard infusion pump would not turn on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, functional test, and battery test were performed. During evaluation the device would not turn on. The cause of the condition was determined to be due to a damaged central processing unit (cpu) printed circuit board (pcb). The cpu pcb was replaced to correct the reported condition. The pump passed all testing and was returned to the customer in good working order. Should additional relevant information become available, a supplemental report will be submitted.